Manufacturer narrative:
Qn#(B)(4). Visual inspection could not be performed as no sample was returned for analysis. However, a teleflex employee returned photos of the sample for investigation. Based on the returned photos, it can be seen that the catheter in question is an open tip flextip plus epidural catheter. The last visible marker band appears to be the marker indicating 9cm from the distal tip. From this point towards the distal tip, the marker bands cannot be seen based on the photos. The catheter extrusion appears to be severely stretched and the coil wire extends out of the distal end of the extrusion. The coils appear typical prior to the 9 cm marker band. The coil wire appears to stretch at least 8.5 cm past the distal end of the catheter extrusion. No lot number was provided. A device history record review was performed based on a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-100c rev. 1, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Other remarks: reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the information provided and the observed catheter stretching indicates that operational context caused or contributed to this event. Complaint verification testing could not be performed as no sample was returned for investigation. (B)(4).

Manufacturer narrative:
(B)(4). The investigation information has been corrected to the following: no lot number was provided. A DHR review was performed based on a lot number from an exemplar product from the hospital's inventory. The lot number for the device used on the patient could not be determined. The DHR review revealed no evidence of a manufacturing related cause. The IFU for this kit, k-05501-112 c rev. 0, was reviewed as a part of this complaint investigation. The IFU warns the user, "during catheter removal, if resistance is encountered or if the catheter stretches excessively, stop, and reposition the patient to open the vertebral interspaces and attempt removal." The IFU also contains a catheter removal advisory indicating that "force of approximately 1/3 of a pound is all that is necessary, if the patient is properly positioned in the recommended lateral neutral position. Excessive force should never be applied to any epidural catheter." Other remarks: complaint verification testing could not be performed as no sample was returned for investigation. However, a teleflex employee inspected the catheter at the user facility, and teleflex has also been provided with photos of the sample. Based upon the photos received, as well as the inspection of the catheter at the user facility, the catheter showed signs of stretching at the point of separation, which indicates that operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4). The investigation results are incomplete at the time of this report.

Event description:
The customer alleges that an epidural catheter was placed for a delivery (birth). The baby was delivered successfully and the epidural worked fine. During the removal of the catheter, the nurse felt resistance and called upon a doctor for help. The doctor had a hard time removing the catheter. After some struggle, the clinician eventually pulled hard enough to break the catheter. It was determined that a piece of the extrusion remained in the pt and so far the pt has declined to have it removed.